Event description:
It was reported that the patient began feeling pain in the back and legs in april. The patient discovered she had ¿rebroke¿ her back. The patient met with the surgeon and manufacturer representative on (B)(6) 2014 and discovered there was an issue with some of the leads. The patient was working on scheduling surgery for revision. Different settings had not helped. The patient described the event as ¿leads are off and stim is not working 100% due to complications.¿ follow-up was performed to determine if cause of the event had been determined and if any intervention was scheduled. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).